Event description:
Pt reported obtaining a blood glucose result of 266 mg/dl, while using the suspect device. Pt indicated that blood glucose was immediately retested, on a physician's blood glucose monitor, with a result of 79 mg/dl. No pt injury was reported and no treatment was rec'd. Valid qc testing had not been performed on the system (pt's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.